Event description:
It was reported that a malfunction occurred with the code malf 12, indicating a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The patient did not have a charger for the pump reset and was instructed to call back when the charger was available. Further follow-up was conducted by cts, who attempted to contact the customer by phone without success and planned to send a follow-up email to close the case.